Manufacturer narrative:
Corrected information provided in d.4., and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was retracted prior to the lens inside the loading area. The lens is pushed to the left side in front of the plunger and rotated.the loading area door was open upon return. The lens was partially extended onto the left side of the open door upon evaluation. The trailing haptic was bent toward the optic edge. The leading haptic was bent backward, down into the loading area. After removing the lens from the loading area, the lens door was also assessed. There was no damage observed to the lens loading door, latch or hinge. The loading door closes and latches securely. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The product investigation could not identify a root cause for the complaint of ¿plunger went over the iol¿ because the device was not returned with the plunger or the lens in the reported condition. The plunger was retracted prior to the lens inside the lens loading area.the plunger position in relation to the lens during advancement cannot be determined. It is unknown how far the retracted plunger had been advanced during lens delivery attempt. The lens door was open upon return. There was no damage observed to the lens loading door, latch, or hinge components. It cannot be confirmed if the lens had been replaced into the loading area prior to return. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the plunger went over the lens. The device was exchanged to complete the case. There was no patient impact.